Manufacturer narrative:
The sample was repeated several times along with several manual dilutions on c 502 serial number (B)(6) and a second c 502 module (serial number unknown). The results are as follows: albt2 results on c 502 serial number (B)(6): undiluted sample = 677.6 mg/l accompanied by a data flag; undiluted sample = 718.6 mg/l; 1:10 manual dilution = 136.6 mg/l; 1:50 manual dilution = 16.1 mg/l; 1:100 manual dilution = 20.5 mg/l; 1:200 manual dilution = 3.1 mg/l; 1:500 manual dilution = 5.4 mg/l. Albt2 results on second c 502: undiluted sample = 671.6 mg/l accompanied by a data flag undiluted sample = 720.7 mg/l; 1:10 manual dilution = 73.3 mg/l; 1:50 manual dilution = 15.2 mg/l; 1:100 manual dilution = 6.6 mg/l; 1:200 manual dilution = 2.8 mg/l; 1:500 manual dilution = 0.4 mg/l. Total protein results on c 502 serial number (B)(6): undiluted sample = 950 mg/l; 1:10 manual dilution = 104 mg/l; 1:50 manual dilution = 22 mg/l; 1:100 manual dilution = 21 mg/l; 1:200 manual dilution = 15 mg/l; 1:500 manual dilution = 16 mg/l. Total protein results on second c 502: undiluted sample = 960 mg/l; 1:10 manual dilution = 83 mg/l; 1:50 manual dilution = 26 mg/l; 1:100 manual dilution = 21 mg/l; 1:200 manual dilution = 17 mg/l; 1:500 manual dilution = 17 mg/l. The investigation determined that the root cause was related to high dose hook effect of the sample. The sample is has a very high protein concentration and most likely has many particles in it. Very high sample concentrations produce only a light turbidity, because the aggregates grow bigger and precipitate. This issue is addressed in product labeling. According to product labeling of both tests: for total protein: "there is no high dose hook effect at protein concentrations up to 100 g/l." For albt2: "high dose hook-effect: using the prozone check automatically performed by the analyzer, no false result without a flag was observed up to an albumin concentration of 30000 mg/l (456 mol/l, 3000 mg/dl)." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The following medwatch fields have been updated with relation to the albt2 reagent: d1, d2, d2b, d4, g1, g5. The following information applies to the total protein reagent for the corresponding medwatch fields: d1. Brand name = total protein urine/csf gen.3. D2. Common device name = turbidimetric, total protein. D2b. Product code = jgq. D4. Model number = tpuc g3. D4. Lot number = 447348. D4. Catalog number = 03333825190. D4. Serial number = na. D4. Expiration date = 28-sep-2021. D4. Other number = na. D4. Unique identifier (UDI) # = (B)(4). G1. Manufacturing site name = roche diagnostics gmbh. G1. Manufacturing site address = sandhoferstrasse 116. G1. Manufacturing site city = mannheim (baden-wurttemberg). G1. Manufacturing site region = na. G1. Manufacturing site zip code = na. G1. Manufacturing site postal code = 68305. G1. Manufacturing site country = deu. G5. PMA/510(k) # = k071239.

Manufacturer narrative:
The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable albt2 tina-quant albumin gen.2 and total protein urine/csf gen.3 results from the cobas 8000 c 502 module. The albt2 results were: initial: 668 mg/l with a test flag. Automatic rerun with a 1:11 dilution: 757.8 mg/l. Rerun: 6377.1 mg/l with a test flag. 1:10 manual dilution: 7067.7 with a test flag. The total protein results were: initial: 561 gm/l with a test flag. Rerun: 951 mg/l. Rerun: 598 mg/l with a test flag. 1:10 manual dilution: 10394 mg/l with a test flag. The customer did not believe the unflagged result due to a very high ig result on a nephelometer. The 757.8 mg/l albu2 result and 951 mg/l tpu-c3 result were reported outside the laboratory but no action resulted from this. The patient's current condition is 'stationary,' it was noted that the repetitions were not performed from the same tube, but from an aliquot of the original sample. The albt2 lot number was 460236 and the expiration date was 31-oct-2021. The total protein lot number was 447348 and the expiration date was 28-sep-2021.